Event description:
Healthcare professional reported left side pain, swollen, capsular contracture baker grade IV as well as an exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no leak was observed in the device. Crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side pain, swollen, capsular contracture baker grade IV as well as an exchange of textured devices due to patient's concern with product. The device has been explanted.

Event description:
The device has been explanted.